Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation and investigation findings).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, iab sensor failure: malfunction or signal loss from the fiber optic pressure sensor in an intra-aortic balloon catheter, critical for accurate pressure waveform and pump timing. Causes of a sensor failure: a sensor failure can result from the following: 1. Optical sensor kink. 2. Break in sensor. 3. Connector issue.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that the transray plus35cc had optical sensor malfunction during use. No harm or injury to the patient was reported.